Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific lynx suprapublic mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/14/2016.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010, due to right hydronephrosis, bladder outlet obstruction, and chronic cystitis.